Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose around 50 mg/dl. The customer also reported that they had issue with sensor. The customer's blood glucose was 244 mg/dl at the time of call. The customer performed troubleshooting for sensor issue. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.